Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was toggling on or offline and disconnecting from the application server. A field service engineer (fse) worked with the technical support specialist (tss) and ran few knowledge articles to resolve the issue and performed full synchronization. Neither knowledge article resolved the issue and the tss would need to work with the hospital information technology (it) to check for the station being throttled. The fse had reimaged, reloaded remote support service but not resolved. Then escalated the issue to the hospital it and confirmed it was due to the internal error and updated for case closure. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was offline in remote smart service and stuck on boot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.